Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had poor touch screen response.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and found poor touch screen response, so replaced the touch screen. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a